Manufacturer narrative:
Additional information received on 12-feb-2019 stating the replacement lens was an "artiflex". Device evaluation: lens was returned in a micro-centrifuge vial with moisture on lens surface. Visual inspection found no visible damage to lens surface. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s.; (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -18.00/+2.0/098 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to the patient experienced glare/halos. The lens was exchanged for a phakic intraocular lens (piol). The reporter indicated the cause of the event was due to the device.